Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant that while the surgeon was trying to back out two most lateral screws from the initial wave segment in mandible, the heads of the two lateral screws sheared off. Surgery took place on (B)(6) 2015. This was a procedure to repair a comminuted mandible, maxilla and orbital floor due to motorcycle trauma. While using a segment of matrix wave on left side of mandible and across maxilla for temporary fixation to help in reducing fracture. Fracture was reduced and plated intraorally. The surgeon removed wave segment to close incision and wanted to place a full wave plate across mandible to wire patient shut. Consequently, while trying to back out two most lateral screws from the initial wave segment in mandible, the heads of the two lateral screws sheared off. The surgeon commented that the screws were either in very dense bone or they were in tooth roots. The screw bodies were left in patient and case continued without issue. The mandible was closed, a full wave bar was put on and rest of the case was completed without incident. This complaint involves two devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation evaluation: the heads of two (2) screws were received. Raised head and locking screw section delivered with broken shaft below locking head. The matrixwave mmf screws were delivered in alignment with the complaint description. There is deformation at the drive interface of the screw. The shaft is broken below the locking head near the start of the bone threads on both screws. The instruction for use (IFU) document was reviewed in comparison to the information provided with this event. The surgeon commented that the screws were either in very dense bone or in tooth roots. The following warnings/cautions relevant to this information are in place in the IFU regarding screw usage. In dense cortical bone, it may be necessary to predrill screw holes. To achieve optimal angular stability with the locking screws, the hole must be drilled at a right angle to the plate hole. There is a warning to avoid tooth roots, nerves, and the fracture site during screw insertion. Failure to comply may lead to damage of soft tissues/tooth roots. Additionally, the user is cautioned against excessive tightening of the screws as that will cause the plate to rotate. In the final phases of screw tightening, the user should gently tighten each screw to reduce the risk of mechanical damage to the plate, screw, screwdriver, or the bone hole. There is insufficient information to determine if the amount of torque that the surgeon applied to the device was in line with the caution to ¿gently tighten¿ or if it was excessive. There is insufficient information to confirm which scenario occurred with respect to hitting a tooth root versus insertion into dense cortical bone. There is insufficient information to determine if the plate was bent near the locking holes or if other excessive manipulations occurred during reduction outside of the technique, since plate was not returned for evaluation. The relevant drawing was reviewed and found to be adequate. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, IFU review, and drawing review were performed as part of this investigation. This complaint is indeterminate due to insufficient information. Device broke intra-operatively and was not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.